Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to pain at the implant site. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed december 30th, 2015.